Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02942. It was reported that the right atrial lead exhibited far-field oversensing, and the right ventricular lead was noted with externalization. Both leads were capped and replaced on (B)(6) 2020. The patient was stable.